Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen. A field service engineer removed the auxiliary from the main medstation, but it still didn¿t power up. A faulty half-height smart 4.1 drawer board was identified and replaced. Connections in the electronics drawer were checked, and dust was cleared from under the top cover. The medstation powered up successfully. The customer logged in, inventoried meds in drawer 4.1, and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station displayed a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.